Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller would go white when recharging the implanted neurostimulator (ins) for about a month and saw an unknown battery low message even though their controller battery was at 100%. Patient noted they would reset the controller and the issue didn't resolve. Agent helped the patient inspect the recharger antenna cord, recharger plug, and controller port, but no visible damage was detected. Agent helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Patient initiated a recharge session to their ins battery, but they saw the no device found message and entered passive recharge mode. Patient entered passive recharge mode with 25-97-98 and they removed the recharger and the numbers were at 25-34-98. The troubleshooting steps that were taken on the call didn't resolve the issue. An email was sent to the repair department to replace the recharg ER.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4). B3: date is approximate. Year is confirmed valid. H3: product ID: 97755, serial/lot #:(B)(6), was returned for product analysis. Analysis found that there was a recharger antenna failure and there was a low test reading of 23, the device looks like it was chewed on by an animal, and the cable got hot at the donut and after running. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.